Event description:
It was reported an issue with the touchscreen responsiveness of their pump, where the display reacted with a delay or sometimes not at all. There was no reported adverse impact to the customer's blood glucose level. The customer attempted a reset as advised by technical support, but the issue persisted, leading to a pump replacement. The customer was instructed to use multiple daily injections as a backup therapy and guided on how to put the problematic pump into storage mode before returning it, which they agreed to do within 10 days using a pre-paid label.